Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that last night, when the patient was lying down, they felt discomfort at the ins site. They noticed they could grab the ins with their hand under the skin, and felt stimulation down their leg to their foot on the left (implant) side. They called their healthcare provider and turned stimulation down to 1.3 volts, which appeared to have resolved the stimulation down their leg. The day of the report, they turned stimulation up to 2.0volts and felt stimulation down their leg again. General programming was reviewed and it was noted the patient could make smaller programming changes to find a comfortable setting. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue, and the patient noted they had an upcoming appointment on (B)(6) 2021. They confirmed the incisions looked ok; there was nothing concerning like drainage, et cetera.